Manufacturer narrative:
H6: type of investigation add code b11. H11: added the results of the investigation. Investigation summary: the device was not returned for evaluation. Red handle leak: clinical reported purge was leaking at red pump plug on both ends. The cause of the issue was not established as no product was returned for analysis and limited clinical information was provided. Device history lot: device lot number: 1888699. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the purge fluid was leaking at the red plug on both ends of the red plug. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
D9: added the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.